Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, when the physician attempted to screw in the right ventricular (rv) lead, the setscrew came out of the device. The physician attempted to place the setscrew back into the header but it was no longer visible and it was difficult to unscrew the lead and remove it from the header. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned, analyzed, and no anomalies were found. However, it was noted that the returned device indicated a damaged grommet and a loose/detached set screw. Analyst comments stated that iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. Please see (B)(4) for further explanation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.